Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that a ar-1927bct suture anchor broke. This occurred on (B)(6) 2022 during a rotator cuff repair after the bone was prepped with the punch just as the surgeon began to screw the anchor in it broke. The suture anchor was retrieved, and the case was completed using another ar-1927bc. There was no patient effect reported.